Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: on the 14th day of 5.5 support, a "placement signal not reliable" alarm occurred, and they lost the placement signal. The team periodically checked position with echo from that point, and the pump remained in good position. The pump was not removed due to the optical signal issue. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. Please refer to 24-33757-2 for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella 5.5 support and they had a hematoma at the access site. Staff monitored and support continued. Additionally, there were placement signal issues reported. Echocardiogram was performed to check placement of pump. Motor current remained pulsatile and flows were appropriate for level of support.